Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that center key, load button and middle button of insulin pump was unresponsive. Customer stated that numbers was not ramping or scroll bar was not moving up or down with no input from the user. Customer was unable to complete load process all the time. Customer stated that button was responding now but not all the time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.